Event description:
Device 2 of 4. Reference MFR report(s): 1627487-2014-02545, 02548, 02550, 02552. The pt received two model 3189 leads from the same lot number. It was reported the pt's pms (off-label) systems were explanted due to drainage and swelling at the leads site in the neck area. The pt was treated with IV antibiotics followed by oral antibiotics. Cultures were taken but the results are unk. F/u on (B)(6) 2014 identified the pt's wound is healing.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed found a non-conformance and product was reworked. The product met all final packaging/ sterilization acceptance criteria prior to release for distribution. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.